Event description:
The customer reported via phone call that she had connection problems with the sensor and transmitter. Customer also reported that the insulin pump went into threshold suspend with a sensor glucose level of 60 mg/dl and a blood glucose level of 140 mg/dl. The customer stated that a similar event had occurred twice. Troubleshooting showed that the sensor was bent. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.